Event description:
Event description boston scientific (bsc) received information that during a surgical procedure for unknown reason, the anesthesiologist asked the clinician caller to get a bsc sales representative (sr) to check this patient's pacemaker right away. They removed the magnet and the patient experienced tachycardia. Techical services (ts) transferred the caller to our customer contact center in order to immediately page the sr. Ts also questioned if this clinical observation of high rate pacing occurred from an interaction between the monitor and the minute ventilation (mv) sensor. It was reported that the patient is on a cardiac monitor; however, it remains unknown what is occurring until the sr evaluates the patient.

Event description:
Boston scientific (bsc) received information that during a surgical procedure for unknown reason, the anesthesiologist asked the clinician caller to get a bsc sales representative (sr) to check this patient's pacemaker right away. They removed the magnet and the patient experienced tachycardia. Technical services (ts) transferred the caller to our customer contact center in order to immediately page the sr. Ts also questioned if this clinical observation of high rate pacing occurred from an interaction between the monitor and the minute ventilation (mv) sensor. It was reported that the patient is on a cardiac monitor; however, it remains unknown what is occurring until the sr evaluates the patient. Multiple attempts to retrieve information from the field or outcome on this patient were unsuccessful. The field representatives in the area could not find out additional information regarding this patient's case. It is unclear whether a field representative made it the procedure as reportedly paged. New information was received approximately four years later that this device was subsequently explanted due to normal battery depletion. It has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.